Manufacturer narrative:
(B)(4). Date sent: 04/21/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: please confirm that a nseal525rh was used for this laparoscopic procedure. How long after the start of the procedure did the grasping force become higher? A few hours later. What was the enseal device used for prior to using on the connective tissue? No information. After the jaw retrieved the surgeon took an x-ray; what was basis/concern for taking the x-ray? The x-ray was taken to make sure that no pieces were left inside the patient. What is the current patient status? The patient recovered and got out of the hospital.

Event description:
It was reported that during a lavh, the grasping force of the trigger was higher than expected when the device was used on the connective tissue of the ligament. Then, the jaw was broken off and fell into the patient while grasping the trigger several times. The broken jaw was retrieved from the patient. Eventually, an electrical scalpel was used to complete the case. After the procedure, it was found that the I-blade of the device remained inside the patient when x-rayed. Then, aeroperitoneum was conducted again and the remaining I-blade was retrieved from the patient. No bleeding occurred. Currently, the patient has been discharged without problem.

Manufacturer narrative:
(B)(4). Batch # n9000l. The device was received with the upper jaw detached and with the I blade upper tip was broken off. The broken parts were returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.